Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the front trigger would not properly close the jaws of the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999mff fastpass scorpion batch number: 15278881 was received for investigation. Visual evaluation of the returned device noted no apparent issues with the exterior of the device. Functional testing was performed by actuating the device and it was found that the jaw did not close all the way as intended. This is a known manufacturing issue being addressed by nonconformance report.